Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material#: 303393, batch#: 5065846. Verbatim: sticker says 303393 (10cc) on the outside of the box but in-side of the individual each/packaging says 303392 (5cc), but the product in-side the wrapper is actually the 10cc. The product was discovered on 08/08/2025 at our (B)(6) hospital first, then our (B)(6) hospital after we notified them. We have 27 boxes at (B)(6) and 45 boxes at (B)(6).

Manufacturer narrative:
(B)(4). Follow up no sample or photo was provided for investigation. Based on previous findings, the incorrect top web labeling is likely due to a packaging process issue. A corrective and preventive action (CAPA) has been initiated to address this issue. Furthermore, a device history record review was completed for provided lot number 5065846. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.